Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving similar devices where overheating did result in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The root cause was determined to be cap, maintenance/ debris.

Event description:
In this event a doctor stated that a stylus handpiece smelled as if it were burning. There was no mention of any overheating and our investigation did not find the handpiece to overheat during testing. However, a burn mark on the exterior of the cap button was noted. There was no injury or intervention.